Manufacturer narrative:
The initial MDR was filed on 28-dec-2018. Additional information (04-mar-2019): a siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse performed the alignment and adjustment procedures for the sample and reagent mixer assemblies. The cause of the discordant, falsely low creatinine test result is improper sample and reagent mixer alignments. The instrument is performing according to specifications. No further evaluation of this device is required. (B)(4).

Manufacturer narrative:
A discordant test result for creatinine (enzymatic creatinine_2, cre_2) was obtained from an atellica ch 930 chemistry instrument. Siemens is investigating.

Event description:
A discordant test result for creatinine (enzymatic creatinine_2, cre_2) was obtained from an atellica chemistry (ch) 930 chemistry instrument. The initial result was not reported. The same sample was repeated on the same atellica ch 930 chemistry instrument. The repeat result was reported to the physician and is considered correct. There are no known reports of patient intervention or adverse health consequences due to the discordant creatinine (enzymatic creatinine_2, cre_2) test result.